Event description:
The ivent was drawn into an MRI machine. The blower motor wasn't working, and it was very warm to the touch. No pt injury was reported.

Manufacturer narrative:
Investigation / conclusion: it was confirmed that the user has placed the machine too close to the mr bore. As stated in the ivent201 operator's manual for the unit is to be placed outside the 100 gauss line from the mr iso scanner.